Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and no anomalies were found.

Event description:
It was reported that the patient received one shock due to t-wave oversensing that occurred while the patient was exercising. The r-waves were noted to be low. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received one shock due to t-wave oversensing that occurred while the patient was exercising. The r-waves were noted to be low. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7232cx implantable cardioverter defibrillator (B)(6) 2008; 6944-65 implantable tachy lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.